Manufacturer narrative:
Article website: http://www.ncbi.nlm.nih.gov/pubmed/26488328 the device lot number was not reported. The device will not be returned because it remains in the patient. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received information from literature review that a patient had distal migration of onyx into the ipsilateral internal carotid artery terminus due to unrecognized rupture of the microcatheter distal shaft during the onyx injection through the meningohypophyseal trunk. Repeated attempts to remove the migrated onyx using the reperfusion catheter and the stent retrieval devices failed. Contralateral internal carotid artery injection showed that the ipsilateral anterior cerebral artery was sufficiently supplied via the anterior communicating artery; however, cross-filling of the contrast material to the ipsilateral middle cerebral artery was markedly delayed due to the migrated onyx caught in the internal carotid artery terminus. Consequently, this patient underwent emergency superficial temporal artery-to-middle cerebral artery bypass surgery approximately 30 minutes after the detection of the onyx migration. No complication was reported for this patient. In their study, the authors' goals was to compare the results of onyx embolization using a dual-lumen balloon with those using a non-balloon catheter for I-davfs. Twenty-nine patients underwent onyx embolization for I-davfs using a non-balloon (n = 14) or a dual-lumen balloon catheter (n = 15). Utilization of a dual-lumen balloon catheter for onyx embolization of I-davf seemed to significantly increase the immediate complete occlusion rate and decrease total procedural time, onyx injection time, and number of feeders requiring embolization. Citation: kim jw1, kim bm, park ky, et al. Onyx embolization for isolated type dural arteriovenous fistula using a dual-lumen balloon catheter. Neurosurgery. (B)(6) 2015.